Event description:
It was reported that a patient experienced suspected peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the event was unknown. The patient was not hospitalized for the suspected peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent. Treatment and patient outcome was not reported. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.